Event description:
Staff were using the baxter IV to deliver fluids to a patient. Staff noticed after several hours the bag of fluids had not emptied like expected. Staff checked unit over and found the blue clamp on the top of the pump was engaged and not allowing fluids to flow. During this time no obstruction alarm went off and no fluids were delivered to the patient. Flow rate was set at 36 ml/hr, IV fluid was d5ns with 10meq kcl. Healthcare technology management (htm-biomed) staff investigated the pump and was able to recreate the problem using another pump running distilled water as the fluid set at 30 ml/hr. With the blue clamp partially engaged, htm ran the pump for 2.5 hours with no fluid delivered and no upstream occlusion alarm.